Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: the patient (pet owner) brought 1 syringe to the animal clinic (customer), stating that the needle/shield assembly was separated from the barrel.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: the patient (pet owner) brought 1 syringe to the animal clinic (customer), stating that the needle/shield assembly was separated from the barrel.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.